Event description:
It was reported that on the first day after placement, urine was not being produced, so we checked the catheter and found that it had naturally removed. Spontaneous removal occurred due to balloon rupture and no balloon part remained inside the body and neither anything came in contact with the balloon.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The labeling and instructions for use were found to be adequate. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the first day after placement, urine was not being produced, so we checked the catheter and found that it had naturally removed. Spontaneous removal occurred due to balloon rupture and no balloon part remained inside the body and neither anything came in contact with the balloon.